Manufacturer narrative:
Additional narratives/data: section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens was fully inserted and removed in the same procedure due to haptic broke off. The surgeon believes it was the trailing haptic; however, she is not sure, and she cut it in half and removed it. The procedure was completed successfully using non-j&j iol. There was no injury, and surgical and medical interventions were required. The patient is doing well. The product is being retuned. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: april 11, 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was received stuck to the lid of the lens case. The lens was removed and cleaned, presenting cut into three pieces and with cosmetic issues on the optic body. A haptic presented with a piece missing but remained attached to the optic body. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.